Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m54854. Conclusion: the analysis found that one pse60a device was returned in good visual condition and with seven ecr60b cartridge reloads present. Cartridge (b, d, e) ecr60b, m53925 was received fully fired and with cartridge deck damage. Cartridge (c) ecr60b, m53925 was received fully fired and in good visual conditions. Cartridge (f) ecr60b, m53l55 was received fully fired and in good visual conditions. Cartridge (g) ecr60b, m53l55 was received fully fired and with cartridge deck damage. Cartridge (h) ecr60b, m53a3w was received fully fired and in good visual conditions. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the found damaged knife condition. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported by the sales rep that during a lap gastrectomy, the clamped tissue was slipped forward at the 2nd firing on the stomach and the deployed staples were jammed. Additional suture was performed to complete the case. There were no adverse consequences to the patient.